Event description:
Bilateral capsular contracture, baker grade 4, left side.

Manufacturer narrative:
B5: describe event or problem: left-side capsular contracture, baker grade 4.

Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.6g over specification.